Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loose power module backup battery clip on the power module (pm) (serial #(B)(6) was unable to be confirmed. The pm was not returned for analysis and photos of the damage were not submitted. Multiple attempts were made to obtain additional information from the customer regarding the event, photos of the damage, if product was to be returned; however, no additional information was provided. A root cause for the reported event was unable to be conclusively determined. The device history records were reviewed for the power module (serial #(B)(6) and were found to have passed all manufacturing and qa specifications. The heartmate instructions for use (IFU) (rev. C) section 2 ¿ ¿setting up the power module (pm) prior to use¿ instructs users how to properly connect their internal backup battery, ¿the contacts should ¿snap¿ into place. Gently pull on the connection to make sure it is secure.¿ the heartmate instructions for use (IFU) (rev. C) section 3 ¿ ¿powering the system¿ instructs users to regularly check the connection to the backup battery of the power module prior to initial use and after service/maintenance. The heartmate instructions for use (IFU) (rev. C) section 3 ¿ ¿powering the system¿ instructs users to send the power module for preventative maintenance, at least once every 12 months, which includes testing backup battery and backup battery- to streamline connection. The heartmate instructions for use (IFU) (rev. C) section 3 ¿ ¿powering the system¿ instructs users to regularly check the connection to the backup battery of the power module prior to initial use and after service/maintenance. The heartmate power module instructions for use (IFU) (rev. B) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU (rev. B) (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Heartmate 3 instructions for use (rev. C) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly care for all the equipment to prevent damage. Heartmate 3 instructions for use (IFU) (rev. C) section f, entitled "safety checklists", provides checklists to perform routine maintenance of the equipment, including the power module and power module backup battery. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a - no patient information was provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the customer reported a loose power module backup battery clip and requested a replacement.